Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that on a postoperative visit, a patient had metal flakes in their operative eye. The doctor states the flakes do not affect the patients sight and is monitoring the situation. This is the first of two files for this facility. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).